Manufacturer narrative:
This report is submitted on february 8, 2021.

Event description:
Per the clinic, the patient experienced a performance decrement. The device was explanted (specific date not reported) and the patient was reimplanted with a new device during the same surgery.